Manufacturer narrative:
Manufacturer address 1: (B)(4).

Event description:
Proactif clinical study it was reported that this patient was treated for ascites and elevated child-pugh score c10. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. The therasphere infusion site was selective; 4.744 gbq was administered through right hepatic artery (irrespective of origin) (segments v/vi/vii/viii). Post-treatment dosimetry documented a strong uptake of y90 on tumors, dose to perfused liver was 104 gy and dose to perfused tumor was 116 gy. Upon an additional follow-up visit on 07-dec-2022 (70 days post-index procedure), the subject had developed ascites and liver deterioration along with an elevated child-pugh score c10 (grade 3). In response to this event, the ascites was treated medically. The elevated child-pugh score was also treated medically as well as surgery/interventional radiology procedure was also performed. It was noted that the elevated child-pugh score was also related to tumor progression.